Event description:
It was reported that stent foreshortening occurred. The 100% stenosed target lesion was located in the moderately calcified common femoral artery. A 7x120x75 epic vascular stent was advanced for treatment. The lesion length and stent length were measured with intravascular ultrasound (ivus) and stent placement was performed. However, stent shortening at about 20mm occurred. The procedure was completed with the original device. No patient complications were reported.